Event description:
It was reported that the endoscope reprocessor had lower water supply than before. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The water supply valve was replaced to fix the issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the water supply valve may have malfunctioned due to a temporary increase in water pressure, or the water supply volume may have dropped due to a temporary blockage. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.